Event description:
The hospital claims that during the implanting of the graft, a small leakage of blood was observed form a small hole in one of its iliacs [branches]. The leakage was stopped without consequence to the patient. Based upon the above, the graft appears, at this time, to have been left in.